Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown at this time. The information received suggests that the alcl diagnosis came after the explantation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast surgery in 2008 with an unspecified mentor textured saline-filled implants. In (B)(6) 2019, the patient underwent an explantation surgery and capsulectomy. Soon after the procedure, the patient was diagnosed with anaplastic large-cell lymphoma (alcl). Mentor has received minimal information regarding the patient's medical diagnosis. At the time of this report, mentor has no confirmation from a physician, nor any access to cytology reports and lab results. If additional information becomes available, mentor will submit those updates in a supplemental report. No device issue, such as rupture, was reported.